Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, the patient experienced bleeding and a hematoma. The doctor did not believe that a clip was necessary to stop the bleeding. However, the patient returned to the emergency room 2 to 3 days later with a delayed bleed. Another doctor used coagulation and clips to treat the problem. No other patient complications were reported. It was reported that the patient fully recovered.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf patient code e0506 captures the reportable event of hemorrhage, major. Imdrf impact code f08 captures the reportable event of patient admitted to hospital beyond the standard of care. Imdrf impact code f23 captures the reportable event of coagulation and clips used to address bleeding. Block h11 (correction): h6 (impact code) has been updated.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, the patient experienced bleeding and a hematoma. The doctor did not believe that a clip was necessary to stop the bleeding. However, the patient returned to the emergency room 2 to 3 days later with a delayed bleed. Another doctor used coagulation and clips to treat the problem. No other patient complications were reported. It was reported that the patient fully recovered.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Patient code e0506 captures the reportable event of hemorrhage, major. Impact code f08 captures the reportable event of patient admitted to hospital beyond the standard of care.